Event description:
The customer reported the instrument was generating red blood cell (rbc) and platelet (plt) errors and approximately 10 mls of fluid leaked from the coulter lh 780 hematology analyzer onto the counter top. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tube from the waste chamber (vc11) was disconnected. The fse replaced the tube and the instrument performed without any leaks or errors. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).